Event description:
Device malfunction: resistance inserting sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, there was difficulty when inserting the starclose se sheath. The sheath was removed and 4f, 5f and 6f dilators were attempted but would not advance over the guide wire. The guide wire was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) (B) (4). The device was received. Investigation is not complete.